Manufacturer narrative:
Additional information: please review attached for the investigation results.

Manufacturer narrative:
Based on new information received the following fields are being.

Event description:
Together with washout and debreedement, implantation of antibiotic bads was done together with poly liner exchange.

Event description:
It was reported that patient overworked her knee while riding a stationary bike. Seen in ER but not thought to be a problem. Later seen by the surgeon, aspiration done and surgery scheduled. Infected right knee reported, washout and debridement done.